Event description:
It was reported that a intellanav mifi open-irrigated ablation catheters and a maestro connection box were used in a atrial fibrillation ablation procedure. Intellanav mifi oi was connected recognized by maestro generator, normal impedance was listed (123 ohms) temperature of catheter was low around 25 degrees celsius. When starting the first ablation with a power of 30 watts and flow of 30ml the temperature dropped below 15 degrees celsius, and a d06 temp out of range error was displayed. This error stopped the ablation. All connections were checked and no issues were identified. A second ablation was attempted and the same d06 error occurred. The output was lowered to 25 watts with irrigation of 17ml, temperature stayed above 15 degrees. The ablation catheter, connection cables, and maestro pod were swapped without solving the problem. With a flow of 10ml and power of 30 watts more ablations were attempted but it is not sure if these were effective. Temperature with these settings was around 18 degrees celsius. Isolation of inferior part of left pulmonary valves were attempted and an anterior and posterior line was done. The procedure was canceled due to this issue. It was further reported that the suspected cause of the event was use due to the maestro pod.

Manufacturer narrative:
Visual inspection of the device showed no obvious visible defects, there was dried saline in the luer and on the tip of the catheter. The mini electrodes were microscopically examined with no definitive cracks in the mini electrode collars being noted. Electrical testing continuity checks revealed no electrical opens or shorts. All electrode/ thermocouple/magnetic sensor resistances measured in spec and were typical. During functional testing there was no abnormal resistance felt when actuating the steering mechanism. The reported failure was not confirmed through analysis. The device's lumen was leak tested, the lumen pressure decay was measured three times, starting with 107 psi. Pressure decay values are within an acceptable limit. The distal tip was immersed in saline for approximately 30 minutes. The impedance between the tip and the thermocouple remained electrically open when the tip was immersed. Next, the device was connected to a metriq pump. After irrigating for approximately 30 minutes at a flow rate of 30 ml/min, tc+ and tc- to tip resistance measurements remained open. The device was connected to a maestro generator, rhythmia hdx system. Impedance readings were normal. Three 120 second, 50w ablations were performed. All three ablations (straight, right & left curve) were normal with no error codes or warnings. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheters and a maestro connection box were used in a atrial fibrillation ablation procedure. Intellanav mifi oi was connected recognized by maestro generator, normal impedance was listed (123 ohms) temperature of catheter was low around 25 degrees celsius. When starting the first ablation with a power of 30 watts and flow of 30ml the temperature dropped below 15 degrees celsius, and a d06 temp out of range error was displayed. This error stopped the ablation. All connections were checked and no issues were identified. A second ablation was attempted and the same d06 error occurred. The output was lowered to 25 watts with irrigation of 17ml, temperature stayed above 15 degrees. The ablation catheter, connection cables, and maestro pod were swapped without solving the problem. With a flow of 10ml and power of 30 watts more ablations were attempted but it is not sure if these were effective. Temperature with these settings was around 18 degrees celsius. Isolation of inferior part of left pulmonary valves were attempted and an anterior and posterior line was done. The procedure was canceled due to this issue.